Manufacturer narrative:
Additional information provided in h.6. And h.11. One sample was returned. One sample was not returned. There was one case with a method code of testing of actual/suspected device (10) there was one case with a method code of device not returned (4114) there were two cases with a method code of analysis of production records (3331) there was one case with a result code of no device problem found (213) there was one case with a result code of no findings available (3221) there was one case with a conclusion code of cause not established (4315) there was one case with a conclusion code of no problem detected (67) the manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patients age was unknown. There were 2 patients with unknown gender.

Manufacturer narrative:
One sample was returned. One sample was not returned. There was one case with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). There was one case with method codes of device not returned (4114) and analysis of production records (3331), a result code of no findings available (3221), and a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).